Event description:
A complaint was received that indicated false positive results for troponin I and ckmb on the advia centaur. Based on these elevated results two pts were needlessly catheterized. An investigation into the possible cause of this event was made. A bayer authorized service rep visited the account and learned that two cables leading to a 3-way rinse valve were reversed. This reversing of cables allowed a "bleach solution" to react with the reagent contributing to the higher results. A bleach solution is used in the system during the daily cleaning procedure. The cables were re-installed correctly and the system operated correctly. Add'l investigation was conducted by inspecting a number of advia centaur units. Three were found to have the reverse cable connections and were manufactured during the same approximate time frame. Because of this event a customer bulletin will be distributed to all advia centaur customers informing them of a possible misconnection and its potential impact on certain tests. In addition a change in the manufacturing process will be made to incorporate a more stringent review of the cabling routes.

Event description:
A complaint was received that indicated false positive results for troponin I and ckmb on the advia centaur. Based on these elevated results two pts were needlessly catheterized. An investigation into the possible cause of this event was made. A bayer authorized service rep visited the account and learned that two cables leading to a 3-way rinse valve were reversed. This reversing of cables allowed a "bleach solution" to react with the reagent contributing to the higher results. A bleach solution is used in the system during the daily cleaning procedure. The cables were re-installed correctly and the system operated correctly. Add'l investigation was conducted by inspecting a number of advia centaur units. Three were found to have the reverse cable connections and were manufactured during the same approximate time frame. Because of this event a customer bulletin will be distributed to all advia centaur customers informing them of a possible misconnection and its potential impact on certain tests. In addition a change in the manufacturing process will be made to incorporate a more stringent review of the cabling routes.